Event description:
On (B)(6) 2005 - (B)(6) 2015. Dr. (B)(6) was doing a routine pacemaker generator change, and when he unscrewed the set screw and tried to pull the atrial lead out of the header, he said the lead disintegrated and fell apart. He did a venogram and found out that the vein was occluded so we had to put a whole new system on the other side (left side).